Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right femoral artery. The 90% stenosed, 3x24mm, eccentric, de novo target lesion was located in the severely tortuous and severely calcified right coronary artery. Following pre-dilatation with a 2x20mm emerge balloon catheter, a 2.75x20mm promus element plus drug-eluting stent was advanced for treatment. However, after multiple trials, the stent failed to cross the lesion and was noted to be "distorted and spoiled". The device was removed and the procedure was completed with a 3.5 x 28mm promus plus. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.:promus element plus, mr, ous 2.75 x 20 mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found evidence of damage, with struts on the distal end pulled distally. The undamaged crimped stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues. A cd containing angiographic images was received with the complaint device. A review of the images was conducted and found to be consistent with the reported event. The images show that the stent could not progress to the lesion site due to the anatomical challenges met within the rca. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right femoral artery. The 90% stenosed, 3x24mm, eccentric, de novo target lesion was located in the severely tortuous and severely calcified right coronary artery. Following pre-dilatation with a 2x20mm emerge balloon catheter, a 2.75x20mm promus element plus drug-eluting stent was advanced for treatment. However, after multiple trials, the stent failed to cross the lesion and was noted to be "distorted and spoiled". The device was removed and the procedure was completed with a 3.5 x 28mm promus plus. No patient complications were reported and the patient's status was stable.